Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. Unable to run receiver download and functional testing due to continuous initialization, cannot be performed with receiver in this state. The receiver case was opened for an internal visual inspection, and passed. Performed receiver download with main board separated from ui-u1; receiver download contains no issues related to complaint. The reported event that the receiver ceased to function was not confirmed. The root cause could not be determined because the reported defect was not found.